Manufacturer narrative:
A medtronic crossfunctional hardware team reviewed this event and found: this part was not returned. Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer a hardware investigation into returned parts with similar reported malfunctions was completed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis.

Event description:
A site representative, engineer technical department, reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.